Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3002953813-2019-00071. During a radiofrequency ablation procedure of the right medial branch nerves, a burn occurred at the grounding pad site. Before the procedure skin prep was performed and the grounding pad was placed on the right posterior thigh. When the grounding pad was removed, a partial thickness skin burn with blistering was noted. The patient was treated with silver sulfadiazine ointment and antibiotics and has remained in stable condition. There were no performance issues with any device during the procedure.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6; one rf disposable grounding pad was received for evaluation. The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient burns remains unknown.